Manufacturer narrative:
(B)(4). Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone that the insulin pump had calibration failed and the insulin pump received multiple sensor errors. The customer¿s blood glucose level at the time of incident was 165 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.